Manufacturer narrative:
On 19-sep-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a male patient born on (B)(6) 1951 underwent atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that after the procedure, the soundstar catheter showed the patient had a small pericardial effusion. The patient was stable and did not require surgical repair. The patient did have a small effusion prior to the start of the procedure. The total watts used were 40 on the cavotricuspid ishmus (cti) line and the posterior wall and then 50 watts on the anterior wall. Additional information received indicated this adverse event was discovered during use of biosense webster products, towards the end of the case. Prior to seeing the effusion, ablation had already been performed. The physician was not 100% sure that this occurred during the procedure since the patient had a very small effusion at the beginning. He did not explore the effusion as much in the beginning, so it was either there to start or it was possibly caused during the ablation of the cti line. The physician monitored the effusion for 20-30 minutes with the soundstar catheter and decided not to intervene since it was not getting bigger. The bwi representative was unsure if the patient required extended hospitalization because of the adverse event. A transseptal puncture was performed with a bayliss transseptal needle. There was no evidence of steam pop. Thermocool® smart touch® sf standard flow settings were used: 15 ml/min at 40w 0 sec pre-radiofrequency (rf) time and 2 sec post-rf time. Correct catheter were settings selected on the generator and the pump was switching from ¿low¿ to ¿high¿ flow during ablation. Graph, dashboard, vector, visitag force visualization features were used. The visitag module was used, parameters for stability used were: range: 3mm, time: 3sec, force over time (fot) of 25% and 3g, tag size 3. Respiratory checked additional filter was used with the visitag. Impedance 0-10ohms color option was used prospectively. On 6-sep-2022, additional information received indicated the patient did need to get the effusion tapped and the patient is okay now. It was venous blood. The doctor still is unsure exactly when it happened since they did not have any steam pops.

Manufacturer narrative:
It was reported that a male patient born on (B)(6)1951 underwent atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that after the procedure, the soundstar catheter showed the patient had a small pericardial effusion. The patient was stable and did not require surgical repair. The patient did have a small effusion prior to the start of the procedure. Additional information received indicated the patient did need to get the effusion tapped and the patient is okay now. It was venous blood. The doctor still is unsure exactly when it happened since they did not have any steam pops. Device evaluation details: the thermocool® smart touch® sf bi-directional navigation catheter was returned to biosense webster inc (bwi) for evaluation. A visual inspection and an evaluation of all features of the device were performed following bwi procedures. Visual analysis revealed that no damage or anomalies on the device. Per the event, several tests were performed. The magnetic, electrical, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)